Event description:
It was reported by service report that the stretcher patient left side rail had a broken weld, not allowing the side rail to lock in the upright position. The user facility was unable to provide any information as to whether there was patient involvement. However, there were no adverse consequences associated with the reported issue.